Event description:
The customer reported the collimator is visible in mag 2, and the left monitor intermittently turns off. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. System operates as intended. (B) (4).